Event description:
Reportedly, absence of pacing was observed on (B)(6) 2013; in addition, the subject device could not be interrogated. According to the report of physician, external shocks were applied by an external defibrillator while the patient was taken to the hospital. On (B)(6) 2013, the pacemaker was explanted and an ICD system was implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.